Manufacturer narrative:
(B)(4). Customer stated that the set was not saved and the pump module was not sequestered. Unable to determine the cause of the reported safety clamp inactivation.

Event description:
Customer reported a free flow event lasting a very brief period of time involving transfer of a heparin infusion from an alaris pump module to a different pump that is used for MRI. Their process is to remove the alaris set from the pump module, connect the distal end to the MRI pump set, and proceed with the infusion. In this event, the safety clamp did not engage when the set was removed from the pump module. The nurse immediately noticed rapid flow in the alaris set drip chamber and quickly engaged the primary roller clamp, so no pt harm occurred and no medical intervention was required. The pt is still receiving heparin, but it is not known for sure if the current device is the same device used at the time of the event. The customer stated that they have not been able to duplicate a non-activation of the safety clamp when the door is opened and that she observed the device at the time and found no evidence of damage. The customer stated that no further pt or event info is available.